Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed failed battey test. The patient's blood glucose at the time of incident was 600 mg/dl. The patient treated via manual insulin injection. During troubleshooting, the customer changed the battery and the failed battery test alarm did not occur. The insulin pump was not returned for analysis.